Event description:
It was reported that sensor failure occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient´s roommate called the emergencies as the patient was ¿out of it¿, and experienced loss of consciousness. The patient was taken to the hospital. It was unknown how much time had passed from the sensor failure until experiencing symptoms and the patient only became aware that the sensor had failed when they were already at the hospital. The last known cgm reading would have been around 260-270 mg/dl, but it was unknown when during the event this was. When the patient ¿woke up¿, and came to her senses, she was already in the hospital. When a fingerstick was taken when the patient arrived at the hospital, the blood glucose reading was 1200 mg/dl. The patient was treated with intravenous insulin, fluids, saline, hydrocodone for backpain and unspecified antibiotics. At the time of the initial report, which was 2 days after the event date, the blood glucose reading was 155 mg/dl. The patient was eventually discharged after 7 days. At the time of the report the patient was stable. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.